Manufacturer narrative:
(B)(6). Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenotic de novo lesion was located in the severely calcified and mildly tortuous distal right coronary artery. The physician advanced the 2.0x15mm apex balloon catheter to the lesion and on the first inflation, inflated the balloon to 4 atms for about five seconds and the balloon ruptured. The device was removed intact. Then the physician attempted to insert an ivus catheter, but was unable to cross the lesion. There were no pt complications. Predilation was successfully completed with a 2.5x15mm apex balloon catheter. The physician then completed the procedure with a rotational atherectomy and the deployment of two non-bsc drug eluting stents. Pt status is reported as "good".